Manufacturer narrative:
The bench tech evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor, which was replaced, and the device was returned to full functionality. The device has been returned to the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device's capacitor is defective. There was no patient involvement.